Event description:
The pt is a (B)(6) male admitted to the medical center as a transfer from an outside hospital with a primary complaint of chest pain on (B)(6) 2011. Upon admission to the medical center, a cardiac catheterization revealed severe diffuse three-vessel coronary disease and reduced lv function. The pt was scheduled for a coronary artery bypass surgery on (B)(6) 2011. During a harvesting of the greater saphenous vein from the left leg the surgeon reported that the bipolar cautery device used for harvesting the vein malfunctioned. While the surgeon extended the cutting knife he saw smoke coming off through the camera. He reported the incident as possible arching at the back of the tip of the device. He withdrew the instrument and replaced it with the same model of device and continued with the procedure. He did not observe any burn or injury to the pt and was able to complete the vein harvest without further complications. The surgeon also recalled a similar episode with the same make and model of device on a previous surgery. The suspect device was retained. This surgeon has an extensive background with this procedure as well as familiarity with the device he was using.